Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not working and that the machine and near-end pressure sensors were malfunctioning. It was unknown how the issue was found. There was no patient or user harm reported.

Manufacturer narrative:
E1: reporter phone number - (B)(6).

Manufacturer narrative:
A follow-up was performed with the key market (km) representative, and it was reported that the device was not in clinical use when the issue occurred. The km responder also reported that the customer decided to have the device serviced by a third-party company. No further actions were performed by philips regarding the alleged issue. It was reported that the device had not been returned to service. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.